Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. A visual inspection and functional testing were performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:59:27. During night drain cycle two, the patient's ultrafiltration reading was 1521ml, indicating the home patient (hp) drained 1521ml more than their maximum programmed fill volume of 1500ml.